Manufacturer narrative:
An intuitive surgical, inc. (Isi) failure analysis received the instrument and based on the evaluation, this reported event was confirmed. The tube adapter was found broken. Material approximately 0.04" x 0.03" at the lip of the tube adapter was missing and not returned. The tube adapter also showed signs of scratch marks/abrasions on the distal end. Scratch marks measured roughly 0.06" to 0.23" in length and were not aligned with the tube axis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the sp monopolar cautery instrument was broken. There was no report of patient involvement.